Event description:
The following event was reported to implantcast gmbh: "safety screw and agilon xo screw have backed out"".

Manufacturer narrative:
Implantcast received a report that the agilon® xo screw had become detached from the metaphyseal component after approx. 20 months in situ. The affected products could not be made available. As no relevant image material is available, no optical examination could be carried out. Based on the available pre-revision x-ray, it was determined that the counter screw had also become loose. It is therefore assumed that this counter screw came loose first, which had the consequence that the agilon® xo screw was no longer secured against loosening. However, it was not possible to determine based on the x-rays, why the counter screw could come loose. The manufacturing documents show no errors. The instructions for use and the surgical technique were also checked and show no abnormalities either. Based on the available data, no technical cause could be determined. The risk management was also reviewed. The occurrence rate for the hazard "technical failure / loosening of modular connections / loosening of fixation of the attachment" is below the accepted limit value.